Event description:
On (B)(6) 2012, the reporter/certified diabetes educator (cde) contacted animas (anm) on behalf of the patient alleging that the pump had a basal rate issue. The reporter did not allege any harm or injury because of the reported issue. The reporter claimed that the subject pump was displaying the basal rates "strangely." The reporter indicated that the rates were not in order. The reporter mentioned that the patient was not using the pump and was in a hospital for pneumonia. The reporter was advised to have the patient call anm back for troubleshooting. Multiple attempts by anm to contact the patient for follow-up information have been unsuccessful. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a basal rate issue. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/07/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged history/setting issue was not duplicated. Review of black box data indicated that the current date range did not cover the complaint date due to continued customer use. The pump powered up properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Bolus delivery exercises were completed and recorded correctly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).